Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured and exhibited high out of range pacing impedance measurements. Additionally, the lead was not sensing and loss of capture was noted. The device was programmed to vvir and the patient will be monitored at this time. No adverse patient effects were reported.